Event description:
It was reported that a 840 ventilator had an unresponsive touchscreen. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and confirmed the reported condition. To address the issue, the se replaced the graphical user interface (gui) touchframe printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.